Event description:
It was reported that the patient passed away due to right heart failure. The patient's right heart failure did not exist prior to left ventricular assist device (lvad) implant. The patient's right heart failure and subsequent death were not device or device therapy related. An autopsy was not performed. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure and death as adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.